Manufacturer narrative:
The device was returned, and the reported priming issue has been investigated. The device was plugged into a lab aic and allowed to purge. Purge flow and purge pressure were within normal limits. The product appeared to function normally. The cause of the issue was use related. No abnormalities found during case start from imc logs. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During setup, the device reportedly skipped to the startup screen after purge selection. A new aic unit was used, but the problem recurred. The pump was then removed and replaced without issue, and there was no reported harm to the patient.